Event description:
A malfunction alarm was reported with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump and provided instructions for continued use. The malfunction code did not recur, and the customer agreed to contact support again if any further issues arose.